Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08-may-2026, a facility representative reported via email that a patient underwent an ankle surgery in 2015 during which multiple implants, including screws, anchors, and plates, were used. The patient underwent a second procedure in 2016 to remove the screws. The prior surgeon informed the patient that the patient experienced an allergic reaction to the metal components of the implanted devices.